Event description:
Pt became hypertensive with severe abdominal pain during treatment. Hemolysis was confirmed on blood draw. Treatment was stopped at one hour (intervention). Pt refused hosp admission.